Event description:
The device used for the renal biopsy (argon biopince ultra full core biopsy instrument with co axial introducer needle) being performed was used for 2 passes and retrieved no tissue. Opened a new device (same type) and was successful in the same needle location. Appears that the first device is faulty.